Event description:
It was reported that a double lumen chloragard arrow PICC had been inserted previously by another clinician. When the PICC nurse flushed the catheter, a hole was found in the exposed portion of the catheter that was not indwelling, somewhere near the hub. As a result, the catheter was exchanged for the pt. They do not know if this caused a delay in treatment and there was no pt harm, death or complications reported.

Manufacturer narrative:
(B)(4).